Manufacturer narrative:
A new refill kit and control solution were sent to the patient. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported multiple low blood glucose readings, including 31, 29, and 22, even after consuming orange juice and glucose water. They went to the ER, where their glucose was 128. At the hospital, the teladoc meter showed 27, while the hospital meter showed 105. It was later confirmed that the patient was using expired test strips. New supplies were ordered, but follow-up attempts to confirm treatment and troubleshoot were unsuccessful.